Event description:
It was reported that during daily checks the cardiosave intra-aortic balloon pump (iabp) unit had lcd display flickering issue and lcd was booting up green. Compressor is over 5000 service hours. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, e1 (initial reporter, email), e3, g3, g4, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was able to replicate the reported malfunction. The display was booting up green. The fse recycled the power. A simulated treatment was successfully completed with a testing catheter and trainer without issue. The fse replaced the top lcd display assembly and label. The fse completed a preventive maintenance (pm) and replaced the parts o-ring, safety disk, battery, compressor, muffler related to the pm. The unit was calibrated and pass all functional and safety tests per factory specifications. The failure analysis and testing dept. Received display top lcd with a reported unit failure of displays only in green color. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed display top lcd into the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual. After two hours of run time, the fat dept. Could not confirm the complaint of the display turning a green color. The display passed testing. Retained the display in the fat dept. Per procedure. The most probable root cause is pcb reliability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had lcd display flickering issue. Compressor is over 5000 service hours. There was no patient injury reported.